Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 401 mg/dl. Customer was not able to address bg level at time of malfunction. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.